Manufacturer narrative:
On 8/28/2018, mentor received additional information: explantation date: (B)(6) 2018. Is other serious: uncheck. Is required intervention: check. (B)(4) the breast prosthesis was explanted from the patient on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (b)(46 year-old hispanic female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 475cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explant date.